Event description:
The customer alleged the pump is running intermittently throughout dose.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.